Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments main tube extension pad printing was removed. The pad printing removal damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported tube extension pad printing removal if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that the pad printing on the monopolar curved scissors instrument was peeling off. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.